Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the additional information received from the patient reported that their weight at the time of the poor coupling and difficulty to recharger was (B)(6). It was reported that the antenna and adhesive disc did not resolve the coupling issue. The patient reported that they started charging with full coupling and the ins recharger started to beep and coupling was lost.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was poor coupling. The patient reported she was confused about charging because it was working decently and then recently she went to charge the ins and had some difficulty. The patient reported she did not see the lightning bolt icon. The patient connected with the programmer and it showed the message indicating the ins battery was low and stimulation had stopped. The patient indicated she had been trying to recharge but is confused and probably ¿over-used the buttons.¿ the patient repositioned the antenna over the ins and got 6-8 coupling bars. However, within a short span, the recharger would beep indicating the coupling had dropped to zero. The patient would restart another charge session and get back to 6-8 boxes, however within a few minutes it would drop to zero again. This happened several times throughout the call. The importance of staying still and keeping the antenna in place to maintain coupling was reviewed. An adhesive disc was used on the call, but coupling kept dropping to zero. The patient checked the recharger antenna cord was plugged in securely and tried resetting the recharger. It was recommended the patient unplug and re-plug in the antenna cord. It was recommended the patient continue to charge the ins and monitor the recharger in order to maintain 6-8 coupling bars. The patient confirmed she will do so. It was reviewed that once the ins battery shows it is a quarter full the patient will be able to press the stim on button on the recharger to turn stimulation back on again. No further complications were reported. Additional information was received from a consumer. The patient called back and said there was no improvement since the last call. The patient still experienced difficulty maintain coupling. The patient wanted to try a replacement recharger (insr) antenna and more adhesive discs. A replacement antenna and adhesive discs were sent to the patient. The patient called back with a continuation of the same issue. The patient would start a charging session with full coupling, then after find the insr refreshed/beeping about a minute after they started charging. All coupling was lost. The antenna, adhesive discs, changing body position, and changing antenna position did not resolve the issue. A replacement insr was sent to the patient. Additional information received from the patient reported that the patient changing body position and antenna did not resolve the coupling issue. It was reported that the patient started a charging session with full coupling then after insr refreshed/beeps (about a minute after start charge) all coupling is lost. Additional information was received from the patient. It was reported that it would not hold a charge and would drop to zero bars in less than one minute. A new recharger was sent to the patient as well as a disc antenna. No further complications were reported.